Event description:
Doctor was prepping a "t" to a stainless steel crown. The procedure was being done dry. No dental handpiece water spray was being used. The pt was also receiving oxygen at the time of the incident. It was reported sparks from the bur/handpiece caused the throat pack to ignite. This caused flash burns to the pts inner mouth and lower lip.

Manufacturer narrative:
The dental handpiece was evaluated and found to meet all mfg specs. It is felt by stardental that this incident was not a result of the dental handpiece. An evaluation of the dental bur used during the procedure found the diamond coating was stripped from the tip of the bur. Also, approx one third of the remaining length was missing a large percentage of the diamond coating. The dental bur is also bent. It is a neo brand diamond.